Event description:
Smoke emission was detected from the immulite 1000 instrument. The customer immediately turned off the instrument. There was no report of injury to staff, damage to property or impact to patients due to the smoke emission.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of the smoke was due to a motherboard #1 malfunction. The customer site is a veterinary facility, which does not test human patient samples. The cse replaced motherboard #1 and verified proper system functionality. The instrument is performing within specifications. Further evaluation of the device is not required.